Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. Correction boluses via the pump were delivered to address bg. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarms declaring. The customer reverted to manual injections for insulin therapy. Additionally, customer removed insulin during pumping and/or outside of the load sequence to use for manual insulin injections. Tandem's technical support educated customer on cartridge labeling.